Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval: device eval of monitor sn (B)(4), has been completed. Upon eval, the monitor failed a pulse test. The cause for the pulse test failure was isolated to a fractured positive lead on high-voltage capacitor and fractured negative lead on high-voltage capacitor c21. The root cause for the broken leads on c20 and c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.